Event description:
The customer's blood glucose was tested using her breeze2 meter and the reading was 80 mg/dl. The customer was not feeling well, so her blood glucose was retested using another meter. The other meter read 40 mg/dl. The customer was given something to eat and drink in order to raise her blood glucose. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The advocate was advised to return the test strips for eval. Replacement strips and a new meter were sent to the customer.